Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to ream with the angled reamer the reamer got stuck in the triangle miller, so the sales rep opened another set because he wanted to burry the angled reamer down more and the same thing happened with the 2nd set he opened. The reamers now won¿t move freely within the angled miller, so both the reamer and the angled millers needs replaced.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿it was reported that the surgeon was trying to ream with the angled reamer the reamer got stuck in the triangle miller, so the sales rep opened another set because he wanted to burry the angled reamer down more and the same thing happened with the 2nd set he opened. The reamers now won¿t move freely within the angled miller, so both the reamer and the angled millers needs replaced". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that s-rom*frame,triangle miller was received disassemble form its mating device, therefore the jammed allegation cannot be confirmed. However, several scratches and nicks were observed all over the surface of the device and in the edge and inner surface of the ring, where the mating device assembles. Additionally, the device presents an overall worn appearance consistent with normal and constant usage. A functional test performed with the returned mating devices presented difficulties when disassembling the cutters. The observed condition of the device can be attributed to a combination of heavy usage and off axis drilling of the mating device. However taking in consideration the age of the device (13 years) the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the s-rom frame,triangle miller would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (mt0910) provided is not a valid finished goods lot# .